Event description:
It was reported that the patient fell on or about (B)(6) 2020 and their right knee was revised. A cs tibial bearing insert and cr femoral component were revised to a cemented ps femoral component, size 2 triathlon ts plus x3 poly, and modular distal femoral fixation peg. Spoke to rep: posterior insert wear was noted intra-operatively. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding revision involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: lateral x-ray shows evidence of significant posterior translation of the femoral component in relation to the tibia to the tibial component. This is consistent with wear of the posterior lip of the cs insert. The implants had been implanted 7 years prior. This degree of wear would not occur unless there was instability present over a considerable amount of time. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: lateral x-ray shows evidence of significant posterior translation of the femoral component in relation to the tibia to the tibial component. This is consistent with wear of the posterior lip of the cs insert. The implants had been implanted 7 years prior. This degree of wear would not occur unless there was instability present over a considerable amount of time. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell on or about (B)(6) 2020 and their right knee was revised. A cs tibial bearing insert and cr femoral component were revised to a cemented ps femoral component, size 2 triathlon ts plus x3 poly, and modular distal femoral fixation peg. Spoke to rep: posterior insert wear was noted intra-operatively. Rep confirmed that no further information will be released by the hospital or surgeon.